Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had tone, vibrator or motor did not have power available when needed pump error alarm. Customer reported that they were able to successfully clear the alarm. Customer reported that they did not receive request to rewind pump. Customer perform self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.